Manufacturer narrative:
The system was examined and the reported event was not replicated. The power supply was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 13, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a power supply. However, how or when the component became nonconforming cannot be determined conclusively. (B)(4).

Event description:
A customer reported the machine shut down on its own. Additional information has been requested.